Event description:
The following was reported by the attorney for the pt. Pt sustained injury and damaged associated with the use of defective product. Composix kugel mesh. Specifically, as a result of having the composix kugel mesh implanted, pt suffered disabling pain and required surgical intervention. A review of the pt's medical records provided the following details: (B)(6) 2004, pt underwent laparoscopic mesh repair of recurrent ventral hernia with small oval bard composix kugel patch. On (B)(6) 2004 - post-op follow-up with surgeon, pt report feeling sore pain but getting better. Exam revealed that there was no evidence of hernia recurrence. On (B)(6) 2007 - pt office visit due to dull aching pain when lifting and straining. Planned ultrasound. On (B)(6) 2007 - ultrasound of abdomen showed prior hernia with mesh. No evidence of recurrence. On (B)(6) 2008, office visit for waxing and waning abdominal pain with normal bowel and bladder function; pt notified that product may be involved in class action law suit.

Manufacturer narrative:
Due to the original info provided by the attorney for the pt, this event was initially reported under (B)(4). However, review of pt medical records, received in (B)(6) 2010, confirmed that the device implanted was not part of the recall. This MDR includes all patient, event and device info davol has received to date. Pt medical records refer to office visits regarding pain and no specific device failure is noted. Currently, it is unk whether or not the device may have caused or contributed to the pt's report of pain. Based on the info available, no conclusion can be drawn at this time.